Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have intermittent error 23138 when installed on an in-house system. Failure analysis confirmed that when moving the yaw hall cable (part of yaw motor module) the error was triggered confirming the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the intermittent errors is the yaw hall cable within the yaw motor module of the usm. This issue can be resolved by contacting isi and having the fse replace the usm. Field h8 corrected to initial use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an error on arm 1. Technical support engineer (tse) had site do hard restart of robot with no change. Site was going to try and complete case.